Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this dual coil defibrillation lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed possible causes, increasing the alert threshold and recommended further evaluation to determine the cause of the out of range measurements. This lead remains in service. No adverse patient effects were reported.